Event description:
It was reported that during docking with an xi system that the brakes did not engage on universal surgical manipulator (usm) 3, which pushed the cannula in further. Usm 3 was being used as the camera arm. While the customer was speaking with the intuitive technical support engineer (tse), the issue reportedly resolved itself. How the issue was resolved was not specified. The tse advised power cycling the system when possible. The tse reviewed the system logs and found no associated errors. The procedure was reportedly being completed as planned, with no reports of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. However, fse investigation is not complete.